Event description:
Intera oncology was notified of a pump preparation issue prior to implantation. The pump was placed in a sterile water warmer while awaiting surgeon preparation. When the user attempted to empty the pump reservoir, no fluid was returned. Per troubleshooting protocol, a 10 ml syringe containing low-dose heparinized saline was attached to the refill needle and approximately 5 ml was injected into the reservoir. Upon release of pressure, no fluid returned to the syringe and only air bubbles were observed. This troubleshooting step was repeated a second time with the same result. As no fluid return could be obtained, the pump was subsequently filled with high-dose heparinized saline according to the preparation procedure. Correct placement of the refill needle was confirmed after each 5 ml increment during filling. The pump was then flushed with low-dose heparinized saline per the preparation instructions. The sterile water warmer reached approximately 103°f. Historically, this temperature had not resulted in preparation issues at the facility. The clinical team waited for bead formation; however, an adequate bead did not develop. The surgeon independently assessed the pump, confirmed inadequate bead formation and flow, and determined that the pump was not functioning as expected. After waiting more than 20 minutes without adequate bead formation, the surgeon elected not to proceed with implantation due to concerns regarding pump flow and functionality. A second pump from separate inventory was opened and prepared using the same process. The second pump demonstrated appropriate flow and bead formation and was considered functional.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On june 10, 2026, intera oncology received the device for evaluation. As of today, the device is being investigated. Therefore, once the investigation is complete, a supplemental report will be submitted.